Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged was hospitalized for high blood glucoses and insulin pump not delivering insulin, insulin flow blocked alarm, insulin pump is not moving when rewinding and loading, damaged piston and crack on the reservoir compartment. The test p-cap locks properly in place in the reservoir compartment noted. Device receive with pillowing keypad overlay during the visual inspection. Thus and care link software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of (B)(6) 2021 found ten insulin flow blocked alarm from 00:51:00 to 14:12:09 during basal deliveries. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured. The motor was tested outside of the device on the ngp stb3 and passed. In summary, insulin pump passed all required testing. No unexpected insulin flow blocked alarm during testing. The force sensor is within specification and the motor functioning properly. Device prime, delivered and rewinds properly during testing. No cosmetic damage on the motor slide or on the reservoir compartment noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional information related to hospitalization details has been received which was not included with the initial report. The information has been provided in section b5 with this report. The h1 type of reportable event has been updated to serious injury. The h6 harm codes as been updated.

Event description:
It was reported that the customer visited emergency room on (B)(6) 2021 due to high blood glucose level. The blood glucose level of customer was 576 mg/dl. It was unknown that customer was using the insulin pump system within 48 hours of reported event. It was known that customer had experienced symptom related with incident including headache, fatigue, blurry vision, constant bathroom visits. Auto mode feature was not active at the time of incident. Customer was treated with intravenous insulin drip in hospital and manual injection or insulin pen. Customer stated that insulin pump had insulin flow block alarm and piston was not moving when rewinding and loading. The insulin pump had cracked reservoir compartment but there was no damage to retainer ring. Customer stated that insulin pump was not delivering insulin. Insulin pump had passed displacement verification test.

Manufacturer narrative:
Updated analysis summary by (B)(6) on march 21, 2022 retainer ring = black on (B)(6) 2021, the customer alleged was hospitalized for high bgs and insulin pump not delivering insulin, insulin flow blocked alarm, pump is not moving when rewinding and loading. Also, customer alleged for cosmetic damaged on piston (motor slide), and the reservoir compartment. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the device history on the event date of (B)(6) 2021 found ten insulin flow blocked alarm from 00:51:00 to 14:12:09 during basal deliveries. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device rewinds properly and loading the test reservoir during testing. Device programmed with bolus deliveries with the test reservoir, including the test infusion set inside the reservoir compartment and the liquid exited properly through the test infusion set noted. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (24.8 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, insulin pump passed all required testing. Unable to verify customer alleged for high bg. Customer alleged not confirmed for insulin flow blocked alarm, insulin pump not delivering insulin and pump is not moving when rewinding and loading. Customer alleged not confirmed cosmetic damage on the motor slide or on the reservoir compartment, however, other cosmetic damage was noted. The force sensor is within specification and the motor functioning properly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the piston was not working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.